Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of a mobile power unit (mpu) returned from the field with housing damage and printed circuit board (pcb) assembly damage, was confirmed when the unit was evaluated by depot services. The top housing was cracked along the right side perimeter; there were no missing pieces and no exposed components. Also, a soldered surface mount capacitor broke off its solder pads and was missing on the mpu pcb assembly. There were scratches around the component¿s solder pads and solder remnants indicative of mechanical damage to the component. Despite the damage, the mpu pcb assembly was operational and output voltage was present and typical. The root causes of the mechanical damage to the housing and pcb assembly were not conclusively determined in this investigation. The mobile power unit assembly (pn 108285) was made in (B)(6) 2018. The unit was packaged (pn 100160304) and placed into stock on (B)(6) 2018. The unit was last service don (B)(6) 2020. The unit was sent to the customer on (B)(6) 2021. Set up and use of the mobile power unit with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook - ¿alarms and troubleshooting¿; p.5-25 ¿ ¿mpu alarms¿ and the heartmate 3 lvas IFU - ¿mpu alarms¿. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit had a scratched motherboard, missing component, and a cracked handle.